Manufacturer narrative:
Article citation: vorstenbosch, joshua, surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach, 15dec2023, 1-9. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: lymphoma - alcl.

Event description:
Through journal article surgical management and long-term outcomes of bia-alcl: a multidisciplinary approach reported bia-alcl with "one patient died from progression of breast cancer 7 months following alcl diagnosis due to metastasis to the capsular bone and pubic ramus." Breast cancer and death are not related to the device. Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed device explanted.